Event description:
The customer reported that following a diagnostic catheterization procedure in 2001, a vasoseal es was deployed. The patient was discharged on the same day in 2001. Five days later, the patient returned to the hospital with right calf claudication with ambulation greater than 20 feet. A diagnostic runoff of the distal aorta was performed the next day which showed a filling defect beginning at the right femoral head. Surgery was scheduled for the following day.